Event description:
Customer has been receiving high blood glucose readings in the 200's mg/dl. Based on the high readings, customer dosed too much insulin. Doctor admitted customer to hospital to try to stabilize blood glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.